Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultrasmart meter is giving inaccurate high readings. Three weeks later, the lay-user/patient contacted the patient to obtain more information. The patient tests her blood glucose 4 to 6 times per day and is currently on an insulin pump. The patient bases her insulin on the carbohydrate intake and the lfs meter readings. For every 50 points above 180 mg/dl, the patient takes 1 unit of novolog insulin. In the same month, at 8:15 pm, the patient ate her dinner as usual. The patient went to bed at 11:16 pm after she obtained a reading of "286 mg/dl" and took 1 unit of insulin. The patient was asymptomatic at this time. On the event date, at 2:40 am, the patient woke up because her hands were feeling numb. At 2:47 am, the patient obtained a reading "147 mg/dl". At 2:48 am, the patient passed out for a short period time and came to feeling "dizzy, nauseous and sweaty". The patient consumed food/beverages and reportedly felt better. The patient felt although the lfs meter reading of "286 and 147 mg/dl" was inaccurately high and that she dosed her insulin incorrectly at 11:16 pm. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the puncture area was cleaned appropriately, and the testing technique is correct. However, the patient was unwilling/unable to verify the results in the meter's memory. This complaint is being reported because the patient claimed she experienced symptoms that can be associated with severe hypoglycemia after she took insulin based on the meter reading. Replacement products were sent to the patient.